Manufacturer narrative:
Additional information: cec adjudicated the event as myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad and three resolute onyx stent were implanted into the lcx. One day post procedure the patients cardiac enzymes were elevated. Cec assessed the event as non q wave mi (target vessel), mdt extended historical peri pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
It was reported that event occurred (B)(6) 2017 and not (B)(6) 2017 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec re adjudicated mi of the lad and cx as no event. If information is provided in the future, a supplemental report will be issued.